Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a sensation snare was used during a procedure. According to the complainant, the snare broke when removing a polyp inside the patient. The procedure was completed with another sensation snare. It was reported that there were no adverse effects due to this event. Attempts to gather additional information have been unsuccessful. If further relevant information is made available, a supplemental report will be filed.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.